Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that the stimulation was turning off by itself. This was not related to positional movement. The patient reported that he kept stimulation on all of the time. The patient reported that he would notice that when he was walking or when driving a car that all of a sudden doesn't feel stimulation. The patient reported that he recharged the ins to sufficient charge and today he went to mow the lawn and he noticed afterwards that he wasn't feeling stimulation so he got the recharger over the ins and pressed the charge button and said it started charging and showed the ins was off. The patient was able to turn stimulation on. No troubleshooting was done prior to the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that nothing was done as the issue couldn¿t be replicated. The patient as asked to monitor it and report if it happened again. The rep had not received any report of another event. The rep reported that the cause of the device turning on/off randomly wasn¿t determined. No further complications were reported.

Manufacturer narrative:
H6. Device code c63184 does not apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the implantable neurostimulator was turning off on the patient. Additionally, it was noted that the stimulation was turning on/off randomly. The manufacturer representative met with the patient on (B)(6) 2018 and impedances looked normal (between 1030 and 1169 ohms). Group therapy impedances on group e1 was 621 ohms, 3.98 milliamps and group e2 with 621 ohms and 4.0006 milliamps. There was no known activity or event that prompted the issue. The patient had just turned the implantable neurostimulator on and the manufacturer representative confirmed that the status showed that it was on. The patient noted that walking into the building on (B)(6) 2018, the implantable neurostimulator turned off. The patient confirmed with the patient programmer that the stimulation was off. The patient indicated that the patient programmer was in a bag and nothing was near the patient programmer. The patient reported the issue on (B)(6) 2018, and the event happened once over the weekend. The manufacturer representative looked at the recharging statistics in the clinician programmer and saw that the last 3 charge sessions, the patient was at 100% and the charging interval was every 1.9 days. The patient did not see any error codes. The patient was on group e with program e1: 0+1-2+, 500 microsecond pulse width, 220 hertz rate. Program e2: 8+9-10+, 500 microsecond pulse width, and 220 hertz rate. The patient was not using adaptivestim on group e. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the stimulation turning off by itself hadn¿t done so lately. The patient reported that he was checked by a manufacturer¿s representative (rep). The patient reported that the stimulation turning off by itself was so far resolved. No further complications were reported.